Manufacturer narrative:
The device was returned due to a pericardial effusion. Electrodes 1-18 and the sensor met specifications for acceptable resistance values with no open or short circuits detected. The catheter was manually flushed with no anomalies noted. The catheter shaft deflected in both directions when actuating the steering mechanism and deflected in the correct shape according to specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial flutter and fibrillation procedure, a pericardial effusion occurred. Prior to the procedure beginning, the patient had a 0.6 - 1.0 cm baseline effusion that was identified on transesophageal echocardiogram. Transseptal puncture was successfully performed with an agilis introducer under ice guidance and fluoroscopy. The hd grid catheter was then inserted into the left atrium to create the model and local activation timing map for the flutter. Once complete, the agilis introducer was to be exchanged with a non-abbott introducer however, immediately after removing the introducer from the left atrium to the right atrium, the patient became hypotensive. The ice catheter revealed that the pre-existing effusion became a 3 cm pericardial effusion. A pericardial tap was performed and the patient stabilized. Protamine was administered for anti-coagulation reversal and the patient's act changed from 358 to 125. The patient left the lab in stable condition. The physician states that the hd grid was the possible cause of the pericardial effusion, as that was the only catheter that was placed into the left atrium.